Manufacturer narrative:
Analysis found the pump outlet port was leaking due to a damaged o-ring. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the patient started to present the symptoms on (B)(6) 2019. The patient was receiving morphine 5.0 mg/ml at 5.7373 mg/day. The pump going "into abstinence" meant that the patient had experienced withdrawal symptoms and the pump, according to the patient, had stopped working. The actual volumes from the refills for what was expected and what was in the pump was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported by the doctor and the patient that the pump stopped working and it went into "abstinence". The refills showed a difference of about 10%. Several days the patient reported worsening treatment, drowsiness, nausea, and a little pain. They did a rotor test, but nothing was detected. It was reported that the doctor chose to explant the pump because he said the pump was not working properly and the pump would be returned. After the pump was changed, the patient no longer complained and the problem was resolved, and treatment was continued as directed by the doctor. No further complications were reported and/or anticipated. Omitted information pertains to 702609375, 702548397 and 702598379.